Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that oversensing of noise was observed on the right atrial (ra) lead which led to pacing inhibition with asystole of greater than two seconds. Multiple high out of range ra pacing impedance measurements of greater than 2000 ohms were also observed. The patient's system was reprogrammed and the ra lead remains implanted and in service. No adverse patient effects were reported.